Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards' affiliate in canada, a transcatheter aortic valve replacement procedure was performed to implant a sapien 3 ultra case by transfemoral approach. The patient's anatomy was calcified, and dilators were used in the vessel before the sheath was inserted. The 14 f esheath plus (esp) was prepared, and an additional grey strip was noted on the device. During the procedure, upon delivery system reaching the tip of the esp, resistance was felt when inserting the delivery system and valve through the distal portion. Valve deployment was successful with no procedural issues, and there were no difficulties during delivery system withdrawal or esp removal. The distal tip of the esheath plus was observed to be split upon removal. No patient injury occurred. Provided imagery shows the liner expanded and distal tip split after use. On device imagery prior use, it is observed that the distal tip is unopened and a grey mark is present.